Event description:
It was reported that post implantation, the surgeon noticed the haptic of a preloaded, monofocal intraocular lens (iol) was damaged. This iol was then removed and replaced with a back up lens. The removal / replacement required incision enlargement and caused a 20 minute delay during the procedure. No further medical or surgical interventions were required. No patient injury was reported. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available section d6a - implant date: n/a - lens was removed and replaced during the same procedure. Section d6b - explant date: n/a - lens was removed and replaced during the same procedure. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Section h6 - health effect - clinical code 4581: no code available (incision enlarged) attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.